Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a no delivery alarm during a prime. The customer's blood glucose was 200 mg/dl. The customer was assisted with performing a 5 unit fixed prime and it was found the customer was unable to complete the prime. It was also found insulin was not able to exit. The customer reported insulin was able to exit from the tubing with a plunger push. He also reported that insulin was able to exit with a manual prime. The customer was advised that his infusion set or reservoir may be occluded. No additional information provided.